Event description:
An MRI unsafe wheelchair was inadvertently brought into zone 4 near the MRI scanner and was attracted to the MRI unit. Minor bruising to patients leg, but no other injuries. Patient was an ed patient, so they were brought back to the ed and checked. The technologist who brought this into the room was an MRI technologist. She was taken off duty for the next couple of day to evaluate the incident.